Event description:
The following is based on new medical record received from the patient's treatment facility. During review of medical records, it was discovered that the patient had an episode of culture-negative peritonitis in (B)(6) 2014 that was effectively treated. The patient was sent from the dialysis clinic to the ER to be evaluated for peritonitis. He presented at the ER with complaints of cloudy peritoneal fluid. The patient had abdominal pain the previous few days which he described as crampy. The patient was administered intravenous tobramycin and vancomycin for suspected peritonitis. The patient was treated with intraperitoneal vancomycin and tobramycin to continue on an outpatient basis and was discharged from the ER. On (B)(6) 2014, the patient's treatment was switched to intraperitoneal ancef, oral cipro and prednisone due to redman's reaction to the vancomycin. Patient was diagnosed with culture negative peritonitis which was eventually resolved.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on the 25 pages of medical records information, it appears the patient was sent to the ER on (B)(6) 2014 and diagnosed with culture-negative peritonitis. The patient was treated in the ER with intravenous antibiotics and discharged. The patient's antibiotics were changed due to patient's redman reaction to the vancomycin. Peritonitis is a known complication of peritoneal dialysis, caused by poor aseptic technique or a break in the sterile field. There is no documentation in the medical record that indicates a casual relationship between the liberty cycler, the liberty cycler connector, or the solutions and the diagnosis of culture negative peritonitis. A supplemental report will be submitted upon completion of the plant's investigation.